Event description:
Submitting supplement to update medical device name and information. A us distributor contacted zoll to report that the patient reported a skin irritation from the ucor hfams patch. Patient stated the patch caused severe skin irritation, bleeding. Patient reported the adhesive took all the skin with it. There was no alleged device malfunction contributing to the irritation. Patient reported a doctor advised to return the device. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient reported a skin irritation from the ucor hfams patch. Patient stated the patch caused severe skin irritation, bleeding. Patient reported the adhesive took all the skin with it. There was no alleged device malfunction contributing to the irritation. Patient reported a doctor advised to return the device. Outcome of the skin irritation is unknown.